Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed on (B)(6) 2007. A revision occurred on (B)(6) 2022 due to pain and elevated metal ions. During the revision black discoloration was noted to the tissues and the stem and taper adaptor were cold welded together. All implants except the stem were explanted and replaced. A definitive root cause cannot be determined.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). Concomitant medical products:¿ 157454 m2a-magnum mod hd sz 54mm lot number: 473990, 139264 2a-magnum 52-60mm tpr insrt-6 lot number: 568020, x11-180318 bi-metric/x por nc lat 18x170 lot number: 635890. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00712, 0001825034 - 2023 - 00711, 0001825034 - 2023 - 00709. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted

Event description:
It was reported pt underwent a revision procedure 15 years and 7 months post-implantation due to pain and elevated metal ions. During the revision it was noted the patient had black discoloration to synovial tissue and taper adapter cold welded to trunnion. All components exchanged without complications. There is no additional information available at the time of this report.